Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles stalled on deployment. Back-down was not successful. The surgeon enlarged the access site to remove the device. The pt was discharged without residual effects four hrs after the procedure.